Manufacturer narrative:
Evaluation summary: the condition of inoperable channel select and stop key was confirmed, and duplicated through evaluation by the baxter pump analysis lab (pal). The reported condition was due to corrosion found on the keypad flex cable. The channel a pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, associated with this report.

Event description:
In 2009 the biomedical engineer reported to baxter global technical services that one colleague cx triple channel volumetric infusion pump in which channel a will not operate. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. At about two weeks later, a baxter service technician reported an inoperable channel select and stop key on this device. This device was sent to the baxter pump analysis lab for further testing. This device utilizes software version 5.04.00.